Event description:
It was reported that the patient¿s blood glucose level rose to over 13.9 mmol/l (250 mg/dl) after wearing the pod for approximately 5 to 24 hours. The pod reportedly was not sticking well causing the adhesive to detach near the cannula infusion site (leg), which contributed to the elevated glucose levels. As treatment, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.